Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green door of an exactamix automated compounding device was observed broken. The process step in which the event happened was unknown. There was no patient involvement, no patient/user injury and/ or medical intervention needed in this event. No additional information is available.